Event description:
A letter was received from a patient reporting her post operative experiences following implant of a monofocal intraocular lens. She stated she is experiencing halos around light sources such as street lamps, headlights, lamps, candles etc. She reported severe flickering in her operative eye especially during (B)(6). This flickering has improved slightly but is unbearable in the presence of fluorescent and energy saving lights. Patient also reports a foreign body sensation in her eye that is worsening. She reported her experiences to her surgeon and he reportedly commented to her that he had implanted the biggest lens available on the market and her pupil was too big. Miotics were prescribed which she could not tolerate as they caused extreme light sensitivity and rapid heartbeat. Both her surgeon and a second doctor she consulted with have advised against an explantation of the lens at this time.

Manufacturer narrative:
The intraocular lens remains implanted precluding analysis of the device. A manufacturing record review was performed and met specifications. No additional reports of a similar nature were received for the remaining lenses manufactured in this production order. Our investigation into the cause of this event is inconclusive. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Iol remains implanted.